Manufacturer narrative:
(B)(4). Concomitant medical products: 113633, lot 283780, comprehensive mini stem; 118001, lot 016610, versa-dial taper adapter; 113055, lot 792010, comprehensive versa-dial humeral head; 113954, lot 095580, medium biomet hybrid glenoid base; pt-113950, lot 865440, biomet hybrid glenoid post with regenerex. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient experienced left shoulder instability two years post primary implantation. Impingement and pain were also noted at the two year follow-up visit. No revision has been reported. No further information is available at this time.

Event description:
No further information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.